Manufacturer narrative:
Evaluation summary: the x-ray demonstrated minimal calcification on all three leaflets and wireform intact. Minimal host tissue overgrowth encroached onto the tissue and into the orifice at the greatest distance of approximately 4mm on the right-coronary leaflet at the outflow aspect. Host tissue on the stent circumference was moderate at the outflow aspect. Aortic wall separation was observed at the right-left coronary attachment site. The left-coronary leaflet had a 15mm tear at the belly region and near the aortic wall. The non-coronary leaflet had a 4mm tear near the left-non coronary attachment site. The right-coronary leaflet had a 7mm tear at the belly region. The sewing ring was cut around the valve, and the polyester band had been removed and was returned with the valve. The wireform was exposed on the sides of the valve. Customer report of torn leaflets was confirmed. Report of regurgitation was visually confirmed due to leaflet tears. The root cause for the degeneration and leaflet tears remains indeterminable. However, it is likely that patient related factors and progression of the underlying valvular disease pathology contributed to the event.

Manufacturer narrative:
Model #: this device is not distributed, marketed, or sold in the u.s.; however, it is similar to model no. 6625-lp which is marketed in the u.s. Although bioprosthetic valves have been proven to have excellent long term durability, failure does occur in a small number of valves. Replacement of a bioprosthetic valve over time is more likely due to structural valve deterioration (svd) which occurs as a result of stenosis (from calcification or host tissue overgrowth), dehiscence, fibrosis or non-calcific degeneration. The device was not returned for evaluation at this time. Therefore, the root cause for the degeneration remains indeterminable. However, it is likely that patient related factors and the progression of the underlying valvular disease pathology contributed to the event. If the device is returned for evaluation or new information is received, a supplemental report will be submitted. The device history record (DHR) was not reviewed as the reported event does not allege a malfunction that could be related to a manufacturing deficiency and/or one was not confirmed through investigation. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received information that this 25 mm porcine valve, implanted twenty (20) years and three months, was explanted due to mitral regurgitation. This valve was originally implanted for mitral valve replacement to correct severe mitral stenosis at other hospital. After twenty (20) years and three months, regurgitation was detected. Regurgitation was caused by inadequate coaptation secondary to torn and damaged leaflets. Degenerated leaflets were torn from the stent post. The device will be returned for evaluation. The patient condition was reported as "recovering" at a general ward of the hospital. Multiple cardiac surgery procedure: tricuspid annuloplasty by devega method at implant, and aortic valve replacement with a mechanical valve to correct aortic regurgitation due to small hole at lcc at explant.